Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was replaced as the motion bar continuously scrolled on the pendant. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i70000023r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motion indicator on the pendant keep scrolling. No patient was present at the time of the event.